Event description:
Same case as MFR report #: 2134265-2010-04415. It was reported that during a percutaneous coronary intervention, st elevations occurred. The patient presented with acute coronary syndrome and st elevations in segments h and 2. Access was obtained via the left radial artery. The 90-99% suboccluded lesion measuring greater than 2.5mm in diameter and 20mm in length was located in a severely calcified proximal to mid first diagonal artery. A non bsc thrombectomy catheter was advanced to the lesion, but could not cross. A 2.0x12mm maverick2 balloon was advanced to the mid portion of the diagonal branch and was inflated to 16 atms for 40 seconds to predilate the lesion. At this time it was noted that the patient experienced increased st elevations. A non bsc thrombectomy catheter was advanced to the mid portion of the first diagonal artery and 4 passages were made, removing thrombus. Antiplatelet activity of the patient was measured. It was reported that the patient had been treated with 0.9ml lovenox and 0.4ml lovenox and reopro by emergency services. A 2.5x28mm promus element stent was advanced to the lesion and deployed at 16 atms for 40 seconds. The lesion was post-dilated with a 2.5x10mm non bsc balloon. After post-dilation it was noted that there was still reduced coronary blood flow distal to the lesion. The physician attempted to advance a non bsc thrombectomy catheter to the lesion, but could not cross the proximal portion of the stent. Under angio it was seen that the stent had accordioned and reduced in length by approximately 4mm due to interaction with the thrombectomy catheter. The lesion was again post-dilated with a 2.5x10mm non bsc balloon that was inflated to 20 atms. Final angiographic result showed no significant residual lesion in the proximal portion of the first diagonal branch and timi ii flow. The st elevations resolved during the procedure. No further patient complications occurred. Patient status is listed as stable.

Manufacturer narrative:
(B)(4). Catalog/model # - updated to 38928-1220. (B)(4).

Event description:
Same case as MFR report#: 2134265-2010-04415. It was reported that during a percutaneous coronary intervention, st elevations occurred. The patient presented with acute coronary syndrome and st elevations in segments h and 2. Access was obtained via the left radial artery. The 90-99% suboccluded lesion measuring greater than 2.5mm in diameter and 20mm in length was located in a severely calcified proximal to mid first diagonal artery. A non bsc thrombectomy catheter was advanced to the lesion, but could not cross. A 2.0x12mm maverick2 balloon was advanced to the mid portion of the diagonal branch and was inflated to 16 atms for 40 seconds to predilate the lesion. At this time it was noted that the patient experienced increased st elevations. A non bsc thrombectomy catheter was advanced to the mid portion of the first diagonal artery and 4 passages were made, removing thrombus. Antiplatelet activity of the patient was measured. It was reported that the patient had been treated with 0.9ml lovenox and 0.4ml lovenox and reopro by emergency services. A 2.5x28mm promus element stent was advanced to the lesion and deployed at 16 atms for 40 seconds. The lesion was post-dilated with a 2.5x10mm non bsc balloon. After post-dilation it was noted that there was still reduced coronary blood flow distal to the lesion. The physician attempted to advance a non bsc thrombectomy catheter to the lesion, but could not cross the proximal portion of the stent. Under angio, it was seen that the stent had accordioned and reduced in length by approximately 4mm due to interaction with the thrombectomy catheter. The lesion was again post-dilated with a 2.5x10mm non bsc balloon that was inflated to 20 atms. Final angiographic result showed no significant residual lesion in the proximal portion of the first diagonal branch and timi ii flow. The st elevations resolved during the procedure. No further patient complications occurred. Patient status is listed as stable.

Manufacturer narrative:
Device evaluated by manufacturer. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).